Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing and no device problems were confirmed. The downstream occlusion sensor/cassette detector was replaced as a preventive measure because of several alarms noted in the device event history.

Manufacturer narrative:
Other, other text: additional information was provided that the date of event is (B)(6) 2019.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy 1 pump was alarming for seemingly no reason.